Event description:
Facility reported that upon initiation of treatment, a blood leak alarm was noted. Blood was visually noted in the dialysate compartment. Estimated blood loss 50 cc. Treatment was reinitiated with a new dialyzer with no adverse reaction from the pt. A sample is available for evaluation.